Event description:
Follow-up received from the treating provider indicated that some wires were more prominent than usual, but there was no lead through the skin and there were no protruding wires.

Event description:
It was reported that a vns patient was scheduled for vns revision surgery. Follow-up was received providing that the vns lead began to protrude about 1-2 years ago, and is still protruding. Full revision surgery occurred. The explanted devices were discarded by the hospital. Additional relevant information has not been received to-date.